Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown, if received it will be provided. Complaint conclusion: it was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter tilt. The indication for the filter implant has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with practitioner technique and/or vessel anatomy, specifically asymmetry and tortuosity. Without imaging available for review the event could not be confirmed nor a cause attributed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury, damages to the patient including, but not limited to: filter tilt. As a direct and proximate result, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: b1, b4, g3, g6, h1, h2 and h6. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter tilt. The patient reported becoming aware of the issue approximately fourteen years and three months post implant. According to the medical records the patient had a history of transient ischemic attack, hypertension and anxiety attacks. The patient presented to an emergency room (ER) complaining of left leg pain and swelling for three days. A renal doppler of the lower extremity was positive for deep vein thrombosis (dvt)at the level of the common femoral propagating distal to the popliteal vein. Another doppler done a few days later revealed an extension to the iliofemoral system. The patient had a work-up and it was positive for antiphospholipid syndrome. Eight days after presentation to the ER the filter was implanted. The indication for filter placement was dvt with extension into the iliofemoral system. The filter was placed via the right femoral vein and deployed at the l3 level below the renal veins. The patient tolerated the filter insertion well. The sheath was left in place to do a thrombectomy. The left iliac vein could not be cannulated, it was felt to be a chronic thrombus in the left iliac vein. The thrombectomy attempt was aborted. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with practitioner technique and/or vessel anatomy, specifically asymmetry and tortuosity. Without imaging available for review the event could not be confirmed nor a cause attributed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days of receipt.

Event description:
Additional information received per the medical records indicate that the patient has a history of transient ischemic attack, hypertension and anxiety attack. The patient presented to an emergency room (ER) complaining of left leg pain and swelling for three days. A renal doppler of the lower extremity was positive for deep vein thrombosis at the level of the common femoral propagating distal to the popliteal vein. Another doppler done a few days later revealed an extension to the iliofemoral system. The patient had a work-up and it was positive for antiphospholipid syndrome. Eight days after his presentation to the ER the patient had the filter implanted. The indication for filter placement was the extension into the iliofemoral system. The filter was deployed via the patient's right femoral vein. The filter was placed at the l3 level below the renal veins. The patient tolerated the filter insertion well. The guidewire was removed and the sheath was left in place to do a thrombectomy. The left iliac vein could not be cannulated. It was felt to be a chronic thrombus in the left iliac vein. Next, the sheath was removed. The thrombectomy attempt was unsuccessful. The report states that the patient would require lifelong coumadin treatment.   Additional information received per the patient profile form (ppf) states that the patient experienced filter tilt. The patient became aware of the reported event approximately fourteen years and three months after the index procedure. The patient has also experienced other unspecified injuries.

Event description:
Information was received per an amended patient profile form (ppf). In addition to the previously reported events, the amended form states that the patient continues to experience stress and anxiety related to the filter.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: b1, b4, b5, g3, g6, h1, h2 and h6. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter tilt and anxiety. The device was not returned for analysis. A product history record (phr) review revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿filter-tilt and anxiety¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported events could not be conclusively determined. Procedural/handling factors, or vessel characteristics, although unknown, may have contributed to the reported event. According to the IFU, which is not intended as a mitigation of risk, ¿possible long-term complications associated with filter implantation include, but are not limited to filter movement and tilt.¿ ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Without images available for review, the reported tilt could not be confirmed or further clarified. The timing and mechanism of the tilt has not been reported at this time. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Neither the phr nor the limited information available for review suggest that the reported event is related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.